Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-feb-2025 against "lot number 6007401 and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula bent (no harm). The review confirmed that lot 6007401 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-feb-2025 against "lot number" criteria equal 6007401 and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent/kinked/crimped after removal reduced flow, soft cannula bent/kinked/crimped after removal blockage. The count of complaint is 8. The complaint numbers are complaint (B)(4). Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6007401 was manufactured according to the work instruction (wi) version 114 on 11-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4f00128 manufactured in the machine sc02, on 09-jun-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4f00630 sub manufactured in the machine sc02, on 04-jun-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4f00130 manufactured in the machine sc02, on 11-jun-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures, however, the reference samples were not able to be test for (flow and leak) due to the samples were used in a special investigation under CAPA 2342710. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007401 and related malfunction codes. Eight complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event which led to hospitalization on (B)(6) 2025. Patient also experienced diabetic ketoacidosis. The duration of hospitalization was for three days. No further information available.